Event description:
The manufacturer received information alleging cancer, non-hodgkinson lymphoma large b cell, with chemotherapy on (B)(6)2023. Additional harm allegations include chest infections/pneumonia twice with steroids. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.